Event description:
Pt reports they had a short break in therapy, reason(s) unknown. Pt reports experiencing sometimes gets headaches and slight nausea. Pt also reported their freedom pup was getting slower and slower, and was leaking at last infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: hizentra 20%? 10 gm. Hizentra 20% indication: selective deficiency of immunoglobulin g [igg] subclasses. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.